Manufacturer narrative:
The customer reported a complaint that the thermogard console (s/n (B)(4) displayed mid:09 (air trap assembly) error message was confirmed during the functional testing and based on the review of the event log. The root cause for the reported complaint was determined to be a defective air trap sensor block due to the overflow of saline into the air trap chamber caused by the leaking suk, as indicated by the presence of saline traces on the pc board of air trap sensor block. No apparent physical damages were noted on the thermogard console during visual inspection. The event log review indicated several mid:09 errors; thus, confirming the customer's reported complaint. The thermogard system failed the functional testing due to mid:09 displayed upon powering on; thus, confirming the customer's reported complaint. The defective air trap sensor block with board was replaced to address the customer's reported complaint of mid:09. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
A covid-19 patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The start-up kit (suk) (lot # 167092) was used to provide the treatment. The target temperature of the cooling phase was set at 33.0 °c. The warming phase of the treatment started 24 hours after the initiation of the treatment. During the beginning of the rewarming phase, the customer noted a massive amount of saline flowing into the air trap holder and in the thermogard console's drip pan. The suk was replaced, and the treatment continued. After 30 minutes, the thermogard console (s/n (B)(4)) displayed mid:09 (air trap assembly) error message. The customer was unable to dry the air trap holder. No consequences or impact to the patient.